Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10g19078 and h10i14083 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer in the USA of patient is in very low spirits and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date in (B)(6) 2011, the patient experienced peritonitis and "very low spirits". On (B)(6) 2011, the patient was hospitalized. The cause of peritonitis was unknown. Treatments were not reported. The patient was not recovered from the peritonitis. The outcome for very low spirits was not reported. It was not reported if dianeal therapies were ongoing. Concomitant medications were unreported. An opinion of causality was not reported.